Event description:
It was reported that during a proctocolectomy procedure the button of the stapler did not turn. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Results: lockout slide tip damaged. The analysis results showed that the device arrived in good visual and with a reload present. The reload was received fully loaded with staples. When tested for functionality it was noted that when pushed all the way forward the device would not unlock, not functional test was performed. Further analysis of the device showed that the lockout slide was not properly assembled not allowing to the device to function as intended. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.